Event description:
Additional problem of iipv (high drain volume error 104) was identified in the device log, which occurred on (B)(6) 2013 at 03:40:54 with drain volume of 4279 ml during drain cycle four. The largest prescribed fill volume was equal to 2000ml.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.